Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia, and was unconscious. It was stated that the customer was in need of medical assistance. The caller was advised to treat the customer with some form of sugar right away and to contact the paramedics. It was stated that the caller was a friend of the customer, and was trying to wake her, but she was incoherent. Again, advised the caller to treat the customer, and call the paramedics immediately, and call back once the customer has been treated. Nothing further was reported.